Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fm on the IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was "white foreign body on needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) eclipse" blood collection needle experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was "white foreign body on needle."